Event description:
It was reported that (1) mcm20 device was used during an exploratory laparotomy procedure. It was reported by the rep that the mcm20 made a loud clicking noise and did not fire, when the handle was squeezed. Did not open another one to complete the case. It is unknown how the case was completed. There was no consequence to the pt.